Event description:
It was reported that the customer had normal blood glucose levels of 108 mg/dl. The customer reported trying to enter data into the insulin pump but the display of the insulin pump just kept scrolling up. The customer replaced the battery of the insulin pump and got a button error. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. No moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.